Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from the service that a us rotaflow drive was tested in the service and by the manufacturer em-tec due to the initial failure ¿dropping out while running¿. This initial failure could not be confirmed. The drive was tested again in rastatt and the drive stopped during testing. No patient was involved. (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The affected drive has been sent to germany with the initial failure "dropping while in use (stopped flow)" in complaint (B)(4). The failure was not confirmed and the complaint was already closed. During a test by the service in rastatt after the repair by the manufacturer the drive has stopped after 30 seconds with out error message. The drive has to be sent to emtec again. Therefore a new complaint ((B)(4)) has been open. Send to em-tec 2020-01-21. Back from 2020-04-16. Outgoing goods 2020-04-17. According to the service report (B)(4) from the manufacturer emtec the failure could not be reproduced. No failure detected. The drive runs over 75 hours. The drive passed all tests. According to the service report (B)(4) from the service department in rastatt dated on 2020-04-17 the system test performed according to service protocol. The rotaflow risk analysis version v06 (dms# (B)(4)) chapter h1.1.1.3 was reviewed on 2020-04-17 with the following outcome: the most possible causes for the reported failure "rfd stopped" could be determined as: (un)intentional stop of the pump, e.g.; defective motor control electronics; pump stop intervention after technical error (e.g. Pump runaway, error head); sensor error (bubble, level, pressure(in hl20 mode), flow); software error* wrong intervention limits; unintended rpm change by user; unintended switch off by user; freeze of microcontroller (B)(4); defect of micro controller pici (B)(4); defect of transformer; defect of internal power supply (dc/dc). The reported failure "rfd stopped" occured by the service in rastatt and could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.